Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates: (B)(6) 2023 - (B)(6) 2023 respectively. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s operative eye. The patient was experiencing weak distance visual acuity. The replacement lens is a 15.0 diopter and a toric ii symfony optiblue model. The explanted lens was discarded by the customer and will not be returning to jnj. No further information was provided.